Manufacturer narrative:
The system was examined and the reported event was replicated. The psi setting was observed on the low, but acceptable level for psi. The company representative adjusted the psi for the customer found the regulator to meet product specifications. There was no information as to how or why the pressure was at this adjusted rate. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a lower psi setting than required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, vacuum would not reach 650. The procedure was completed using the same equipment. There was no patient harm.